Event description:
Additional information received reported that patient's leads did not move, but the coverage had changed. The patient "went to the operating room (or)" . The doctor had tried replacing and "trolled up and down the thoracic column". It was stated that they were unable to "get" phantom limb pain as they had previously. It was stated that the whole system was removed. Additional information received from the health care provider (hcp) reported that the cause of the event was a "lack of adequate stimulation coverage". It was stated that initially after implant there were high impedances for three weeks, and they it went away. It was stated that this was not a lead migration. The lead and the implantable neurostimulator were removed. It was noted that there were multiple reprogramming sessions. The system was explanted on (B)(6) 2013. It was reported that the patient did not require hospitalization. The patient outcome was reported as "non-serious injury or illness". It was noted that the patient an "ongoing complex regional pain syndrome (crps)" symptoms in their lower left extremity.

Event description:
It was reported the patient had intermittent stimulation a few times a day. It was stated the orientation was fine and it was not related to position changes and it started happening a month prior to report. It was noted an impedance test was done at 0.7 volts and the impedances were in the 6,000 and 7,000 ohm range on contact 0. It was also stated the impedance test was done again at 1.5 volts and the impedances were normal at the implant procedure. Reportedly, only contact 0 was out of range and not normal and the patient was not using 0. It was stated at the time of report the patient was feeling stimulation normally with no intermittency. It was noted the patient¿s coverage was not as good as the trial was. It was also reported the patient had a few hour drive to their appointment and their stimulation cut out twice on the drive. It was stated the intermittency occurred randomly and the patient stated it felt like a short but they couldn¿t isolate it to the left or right side of their body. Reportedly, palpation was attempted with no luck of replicating. It was later reported additional impedance testing was done with changing results, the patient¿s adaptive stimulation was disabled, and reprogramming was done to program around the higher impedances. It was stated no malfunctions were seen and the cause was not determined and palpating over both the battery and up the lead tract did not initiate the intermittent sensation the patient described. It was noted the patient was scheduled to have their device rechecked in 4 weeks and they had improved coverage of their leg pain with the reprogramming.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60. Serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6)2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: analysis of the implantable neurostimulator (B)(4) found no anomaly. Analysis of the lead (B)(4) found the body was cut through/segmented. No significant anomaly. Analysis of the lead (B)(4) found the body was cut through/segmented. No significant anomaly.

Manufacturer narrative:
(B)(4).